Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient from cobas e 801 module 1611-01. The sample was repeated on a siemens analyzer. The initial elecsys ft4 ii assay result was 28.1 pmol/l and repeat result was 16.1 pmol/l. The initial elecsys tsh assay result was 1.28 miu/l and the repeat result was 2.56 miu/l. The initial elecsys ft3 result was 12.2 pmol/l and the repeat result was 4.7 pmol/l. This medwatch is for the tsh assay. Refer to the "medwatchs" with patient identifiers (B)(6) and (B)(6) for the other assays involved. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Differences in results from assay from different manufacturers can be due to the different setups of the assays, different antibodies used, and difference in standardization materials and methodologies used.